Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("menorrhagia (bleeding b/w periods)"). The patient was treated with surgery (full hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia and metrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and metrorrhagia to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods) and general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received. Product indication updated. Previously reported ¿injury to herself¿ was updated to dysmenorrhea (cramping). Events - general abnormal bleeding, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods) and she did not underwent an essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.